Event description:
This product was returned for laboratory analysis.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.

Event description:
--

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, memory review confirmed that there was noise on some of the stored electrograms; however, the noise was unable to be duplicated during analysis. Impedance testing was performed and all impedance measurements were found to be normal with analysis testing. The product was able to sense and deliver shocks appropriately. Visual inspection found that the header was slightly loose, it was believed that the damage was induced during the explant procedure. Additionally, there was corrosion found on the right ventricular (rv) leaf spring which is consistent with poor connection between the lead ring terminal and the rv spring contacts, which it known to cause under insertion of the lead or loose setscrew, which over time allows the lead to move back out over time.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements on both the right ventricular (rv) lead and the left ventricular (lv) lead. Additionally, it was reported that there has been a lot of noise on the rate/sense lead resulting in inappropriate shock therapy. It was stated that this device was implanted subpectorally. This product is listed on the subpectoral implant 2009 advisory, which was initially communicated on december 1, 2009. Reprogramming was performed and the lv lead configuration was changed to tip to coil and the impedances were then in range. Subsequent information indicates that the patient underwent a revision procedure and testing was performed. The rv lead noise was unable to be reproduced. The lead was also tested through the pacing system analyzer (psa) and it was determined that the impedances were normal therefore, the physician disconnected and reconnected the rate/sense lead and tightened down setscrews and the impedances were then found to be normal. The physician elected to leave the rate/sense lead implanted. Additionally, testing was performed on the lv lead and normal impedances were confirmed. It was determined that the out of range measurements on the lv lead was due to the original configuration including the rv lead. This crt-d was explanted and replaced. No further complications have been reported.